Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, moisture was evident behind the display with no damages to the casing noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1 date of submission 09/09/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2015 with the following findings: during testing, the pump failed a leak test at the display lens. Moisture corrosion was found on the transceiver board. Unrelated to the initial complaint, the battery compartment was cracked. The audio bolus button cover was torn. Additionally, the display screen was dim and discolored.